Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locator and sheath did not fit tightly and were not secure. Another angio-seal was opened and used successfully. This occurred before use on the patient, during preparation. There was no injury to the patient or user. The device was not implanted.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned for evaluation. The returned device included the locator, hemostasis sheath and header bag. The device was visually inspected and found to have been in unused condition. Sheath and locator assembly were returned unmated. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 47 & arteriotomy locator - d2. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).